Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom on (B)(6) 2016, to report that on (B)(6) 2016, the g5 transmitter would not pair with the g5 application. Dexcom representative advised patient to confirm bluetooth settings and found no dexcom devices listed. Patient was then instructed to disable then re-enable bluetooth, close all applications running in the background, remove old dexcom device and manually enter the transmitter ID, which was unsuccessful. Patient's father tried a new sensor, and pairing was successful. No additional patient or event information is available. Complaint device was returned for evaluation. A visual exterior inspection was performed on the receiver and it passed. A global transmitter final functional test was performed and it failed. The receiver case was opened and an interior inspection was performed and it passed. The root cause was determined to be a failed transmitter post investigation.